Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg is protruding and the pt is unsatisfied with the current location of the ipg. The ipg is implanted in the pt's back flank area and the pt desires to have it relocated. Surgical intervention will take place at a later date to address the issue.